Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6)2010, inratio: >7.5, lab: 3.3. Patient was given vitamin k due to meter result.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: >7.5, reference: 3.3, mean: 5.40. A 7.5 inr is utilized for the purpose of comparison test. The mean is >5.0 and the difference is greater than 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Customer utilized venous sample for applying blood sample on unit and blue top tube for collection. Inappropriate collection tubes and procedure may cause inaccurate inr results or testing errors, as indicated on technical bulletin (B) (4) and product user guide. Investigation on strip lot #227285 from a previous case met the criteria for accuracy. No further investigation will be pursued. Sysmex result for first donor is above 2.0. The minimum of 2 out 3 replicates for this donor are within the acceptable bias variance of +/-1.0. Sysmex result for second donor is below 2.0. The minimum of 2 out 3 replicates for this donor are within the acceptable bias variance of +/-0.5. No further action is required. Conclusion: customer's test data is invalid since inratio inr test was performed with sample from vein. Device was not designed to test vein sample. As of (B) (6) 2010, 2 discrepant result complaints were reported for lot #227285 (B) (4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B) (4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.